Event description:
It was reported that the ipg was unable to communicate with external devices after it was implanted. Surgical intervention was undertaken and the ipg was subsequently explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.